Event description:
The aortic and mitral valves were explanted due to endocarditis. According to the surgeon, approximately one year postoperatively, the patient had a kidney transplant and was receiving immuno-suppressive therapy. The patient developed endocarditis, most likely secondary to cellulitis in the lower leg. The valves were working "well"; however, endocarditis was present on both valves. The valves were explanted and a 27 mm mitral sjm masters series mechanical heart valve (model 27mj-501) and a 21 mm aortic sjm regent heart valve (model 21agfn-756) were then implanted. No additional information was received, including the patient's present health status.